Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection / cellulitis. Locked down smartphone: lockdown: omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a pod worn on the upper arm for approximately 49 to 71 hours caused significant discomfort. After removing the pod, the patient observed that the infusion site appeared very red, hard, and painful, raising concern for infection. Because the patient¿s doctor was unavailable at the time of the call, the patient later received a call back and was diagnosed with cellulitis during a remote consultation on (B)(6) 2026. The patient was prescribed flucloxacillin 500 mg, four times daily for seven days. The infection resolved following treatment; however, the patient reported that the pod site remained bruised. The pod had already been discarded, making return of the device impossible. No concerns regarding blood glucose changes were reported during this event.